Event description:
Information received by medtronic indicated that the customer reported that the pump alarmed replace battery now alert and had a crack. The customer experienced hypoglycemia with a blood glucose value of 48 mg/dl at the time of the event. The customer was treated with food. Troubleshooting was not performed for low blood glucose. It was unknown whether the customer was using the insulin pump within 48 hours of the event, and whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for experiencing low bg and alleged unexpected battery power loss and cosmetic damage located at the battery compartment on (B)(6) 2023. Unit passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in pump's downloaded history. Verified pump alarmed pump error 53 on (B)(6) 2023 at 16:45:32.000 ( file number = (B)(4) line number (B)(4)) due to a hardware error. The battery tube was inspected and no anomalies noted. Pump was cut open to perform visual inspection and moisture damage was noted on pcba 1, pcba 2, motor and force sensor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, broken battery tube threads, serial number label stained, serial number label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Pump passed required testing. Unexpected battery power loss was not confirmed. Cosmetic damage was confirmed at corner of the belt clip rails near the battery compartment and at battery tube threads. Pump error 53 confirmed due to a hardware error. Unable to verify customer's low bg complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.